Event description:
Caller reported that pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.